Manufacturer narrative:
(B)(4). Other devices used: catalog #42527900704, persona articular surface provisional shim, lot #62422745; quantity 2 catalog #42527900701, persona articular surface provisional shim, lot #62437058. Catalog #42527900702, persona articular surface provisional shim, lot #62404290. This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings are falling out of the instruments due to sonic sterilization by the hospital.

Manufacturer narrative:
Visual inspection of the returned tasp shims confirmed that four of the components were missing both ball bearings and that one of the shims (lt # 62437058) was missing one ball bearing. The spring components were also missing. These devices are used for treatment. Reported information indicates that the ball bearings fell out during sterile processing, and not during a surgical procedure. The devices were manufactured between june 2013 to august 2014, with approximate field ages ranging from two years and 5 months to one year and 5 months. These instruments have been used an unknown number of times. CAPA (B)(4) has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development.